Event description:
It was reported that the patient experienced pain in their arm. An x-ray was taken and found that one of the patient's leads had migrated from the t7-t8 vertebrae to the c5-c6 vertebrae. Surgery was performed to replace the lead on (B)(6) 2012. Reprogramming was performed and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 355531 lot#, n313406 serial#, implanted: 2012 (B)(6), explanted: product type screening device product ID 355531, lot# n318317 serial#, implanted: 2012 (B)(6), explanted: product type screening device product ID 3550-39 lot# n315383 serial# implanted: 2012 (B)(6), explanted: product type anchor. (B)(4).